Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:". Date: (B)(6) 2013, inratio: 1.6, lab: 4.0. Therapeutic range: 2-3. Time between tests 5 minutes.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Root cause could not be determined from the info provided by the customer. As reviewed on (B)(6) 2013, 3 discrepant result complaints were reported for lot # 315113 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action threshold monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.